Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020 from the date the manufacturer became aware of the event. Explant date: (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70 serial: (B)(4), batch: 13533501 / 13714858.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. No further information has been obtained despite good faith efforts.